Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd maxplus¿ extension set have ¿visible blockage in the lumen and it cannot be primed with saline¿. The following information was provided by the initial reporter: it is reported that there are issues with patency, that there is a ¿visible blockage in the lumen and it cannot be primed with saline¿.

Event description:
It was reported that 5 of the bd maxplus¿ extension set have ¿visible blockage in the lumen and it cannot be primed with saline¿. The following information was provided by the initial reporter: it is reported that there are issues with patency, that there is a ¿visible blockage in the lumen and it cannot be primed with saline¿.

Manufacturer narrative:
Investigation summary: 7 samples were returned for investigation. The sets were examined for defects and abnormalities. Excess solvent was observed near the female luer of all the sets. The customer complaint that there are issues with blockage was able to be verified. A quality notification was sent to the manufacturer. A device history record review for model mp5301-c lot number 22109331 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.